Manufacturer narrative:
Additional information: the event history log review was performed for the last day of customer use, as there was no data in the event history log on the reported event date. Review of the last date of use revealed an infusion of IV 0.9% nacl in the ambulatory care programmed at a rate of 25 ml/hr and a volume to be infused of 2 ml. The infusion was started and the user confirmed flow in the drip chamber, however, the infusion was then stopped due to the pump alarming "downstream occlusion!" The infusion was auto-restarted. Two minutes later, the user stopped the infusion and turned the pump off. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. The device was tested for flow rate accuracy and it delivered out of range with 6.23% error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had slow running rate. This occurred during an unspecified process step in the ambulatory care department. There was no patient involvement. No additional information is available.